Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had missing segment/partial display and that they experience both high blood glucose levels of 500mg/dl and low blood glucose of 46mg/dl. The customer stated that they treated the high readings with the insulin pump and the low readings with juice and glucose tabs. The customer stated that insulin pump screen had black strips after it was dropped in the sink. The customer was assisted with partial display troubleshooting and was advised that the insulin pump needed to be replaced and to revert to back up plan. The customer was assisted with troubleshooting for the high blood glucose readings and they stated that the drive support appeared normal. The customer's blood glucose level was 146mg/dl at the time of the call. The customer declined to troubleshoot further and low blood glucose troubleshooting was performed and found no indication that the insulin pump was over delivering insulin. The customer also mentioned a past event of no delivery with a blood glucose of around 400mg/dl that was resolved by reservoir and infusion set change. The insulin pump was returned for analysis.